Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain and very hard", "pain up to my neck" and that the device "instantly caused pain and itching." The device has been explanted.

Event description:
Patient reported left side "pain and very hard", "pain up to my neck" and that the device "instantly caused pain and itching." The events of pain and itching are not device related. Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.